Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. Other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
Reportedly, the clinic has observed progressive changes in impedances over the years. In march 2021 the user reported that the hearing performance with the device has worsened. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation has not yet been determined.

Event description:
Reportedly, the clinic has observed progressive changes in impedances over the years. In march 2021 the user reported that the hearing performance with the device has worsened. Re-implantation is considered, though it has not yet been decided upon.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the clinic has observed progressive changes in impedances over the years. In (B)(6) 2021 the user reported that the hearing performance with the device has worsened.